Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor ruptured during filling. The device was filled with 5g of fluorouracil and diluted with sodium chloride. The total fill volume was 100 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 16a004 was manufactured january 6, 2016 ¿ january 7, 2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.